Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain in the middle of his back at his lead site. He stated he felt like the wires were poking him and were tugging when he sits down. Follow-up indicated the patient was still experiencing a bit of "pulling" over the leads. The physician stated this may be due to postsurgical swelling and should subside with time.